Event description:
After placing the catheter into patient, the catheter separated from the adapter. The nurse was able to retrieve the catheter from patient.

Manufacturer narrative:
Results- received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed the catheter separated from the adapter. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions - the engineer concluded that the catheter separation could be caused by damage to the catheter tubing either when an incorrect swage pin is used during the catheter assembly process or undetected wear on the swedge nests used to support the swedge pin. CAPA (B)(4) has been initiated in april 2009 to address the failure mode associated with this type of defect. The initial investigation provides evidence that the adapter assembly was not swaged sufficiently, which allowed the tubing assembly to back-out of the adapter. (B)(4).